Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. The patient reported experiencing a bent cannula event on 25-feb-2026, which disrupted insulin delivery and resulted in hyperglycemia. The elevated blood glucose was successfully managed by the patient's mother through administration of insulin via auto correction, resolving the issue with no further complications. No further information available.